Event description:
It was reported that the customer was at the clinic for a regular appt and she was informed that the insulin pump was not delivering correctly as she has times where her blood glucose was high and sometimes low. Troubleshooting was performed. Performed a high pressure and self test the insulin pump passed the tests. Reviewed the daily totals for the past five days and she stated that none of the basals were accurate. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.